Event description:
Customer called to report a hospitalization for high blood glucose on (B)(6) 2014. Blood glucose reading was 83 mg/dl at the time of the call. Blood glucose reading at the time of the hospitalization was 800 mg/dl. The customer was wearing the insulin pump at the time of the hospitalization. Customer was treated with intravenous drip. The customer stated that he changed the reservoir, infusion set and insulin. Customer followed the rules but still had to go back to the hospital. The customer declined troubleshooting and requested a replacement insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The insulin pump functioned properly. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).